Manufacturer narrative:
(B)(4). Evaluation summary baxter received one used set with cap on dark blue connector attached and no cap on patient connector (no titanium adapter returned) into the lab in reference to crack/broken. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that both of the occluder feet was broken at the top. During the visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torking. The reported condition was confirmed in the lab and root cause was undetermined.

Event description:
Baxter received a complaint on a minicap transfer set with code (B)(4) lot# was not available. Reportedly, the tube cracked. The set was used for 2 months. The patient has been using peritoneal dialysis for more than 4 years. One unit is available for evaluation. The defect was noted during patient use. No patient injury reported.